Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed in the pump's event history but not reproduced during product evaluation. The pump's air in line printed circuit board was tested and found to be within specifications. The condition was caused by an air in line board failure. The pump head module was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 814:04, which occurred upon power-up. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.